Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired during use of a cadd-legacy® pca ambulatory infusion pump. Additional information has been requested from reporter (event date, prescribed medication and dose settings, date of death and cause of death) with no response received at this time.

Manufacturer narrative:
It was additionally reported that the event started in the night of (B)(6) 2017. It was additionally noted that the drug is not considered a life-sustaining drug.

Event description:
It was additionally reported that the cause of death was related to the patient's condition and not to a device malfunction. The patient had been living at home up until three months ago, when the patient was moved into palliative station in the hospital. The patient's care team observed the death. There was no known leaking of the device's cassette.

Manufacturer narrative:
One cadd-legacy® pca ambulatory infusion pump was returned for investigation. The received pump was found to be in good physical condition. The pump's event log was downloaded and no abnormality or pump malfunction was found. Functional testing was performed and the delivery accuracy tests found the pump to be over the internal control limit of +/- 3%, and one of the three tests over delivered outside the published specification of +/- 6%. The downstream occlusion sensor was found to be within specification. No root cause for the reported issue was found.